Event description:
It was reported during a stenting procedure of the intracranial sinus cavity, a shaft fracture occurred. The physician was attempting to direct stent the left transverse/sigmoid sinus stenosis and during insertion of the carotid wallstent the shaft fractured and was removed without incident. The procedure was successfully completed with another device. No patient complications or injuries were reported. Patient status is listed as "good condition".